Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of angina and stenosis are listed in the xience prime everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that on (B)(6) 2012 a 3.5 x 33mm xience prime stent was placed in the proximal right coronary artery. On (B)(6) 2014 the patient presented with stable angina. Re-stenosis was confirmed by angiography and on (B)(6) 2015 balloon angioplasty was performed and the stable angina resolved. No additional information was provided.